Manufacturer narrative:
The insulin pump alarmed motion sensor test failure during the rewind due to corroded motor home switch. Corrosion was also found at the electronic assembly per visual inspection. The motor error and motor position encoder error alarms could not be verified due to the motion sensor test failure alarms. The device also had a scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had motor error alarm, motion sensor test failure alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 86 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.